Event description:
Related manufacturer reference number: 2017865-2021-39560. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed non sustained right ventricular oversensing episodes due to loss of capture on an implantable cardioverter defibrillator (ICD). Device interrogation revealed noise on right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.